Event description:
Blood cancer - mpn; the philips respironics CPAP device that I used since (B)(6) 2017 for sleep apnea has issued a recall, due to potential risks related to the foam used to reduce the sound and vibration of the motor. One of the risks is potential cancer caused from the toxic gases. I was diagnosed with myeloproliferative neoplasm in (B)(6) 2020. FDA safety report ID # (B)(4).